Manufacturer narrative:
Temporary nerve injury and pain are known rare risks. Symptoms have fully resolved.

Event description:
Clinic reported patient treated 13 days earlier was feeling numbness in her right hand and some pain when she grips the steering wheel. The patient felt hot spots at 3 locations, which were subsequently retreated. On (B)(6) 2016 clinic reported patient is taking gabapentin for the pain. On (B)(6) 2016 all symptoms reported as resolved.

Manufacturer narrative:
Temporary nerve injury and pain are known risks expected to fully resolve over time. Patient progress will continue to be monitored.

Event description:
Clinic reported patient treated 13 days earlier was feeling numbness in her right hand and some pain when she grips the steering wheel. The patient felt hot spots at 3 locations, which were subsequently retreated. On (B)(6) 2016 clinic reported patient is taking gabapentin for the pain. There has been no improvement with the symptoms. Patient progress will continue to be monitored.